Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The apl valve was replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the adjustable pressure limit valve (apl) was not releasing pressure as expected. There was no reported patient injury.